Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the study site reported that the additional sedation given to the patient prior to the MRI scan was the cause of the patient's respiratory arrest. It was noted that this was related to the procedure in the sense that the patient would not have been sedated if they had not undergone it. Further information was received from the health care provider (hcp) which indicated that the patient coded during the MRI, but they had been doing "fine" after they recovered from this, and "had done well postoperatively." The patient had undergone their first programming session and was said to be doing "quite well."

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined the event was not related to the patient's device or therapy.

Manufacturer narrative:
Additional review noted additional information inadvertently omitted. Updated to contain all applicable event information and updated.

Event description:
Additional information received from the study site reported that the patient was given additional sedation for the MRI scan and which caused the patient to go into respiratory arrest. It was noted that this was related to the procedure in the sense that the patient would not have been sedated if they had not undergone it. The patient was pulled out of the MRI and went back into the operating room where brief cardio pulmonary resuscitation was performed, the patient was placed on a ventilator, and following this the patient recovered. The event resulted in prolongation of an existing hospitalization. Further information was received from the health care provider (hcp) which indicated that the patient coded during the MRI, but they had been doing "fine" after they recovered from this, and "had done well postoperatively." The patient had undergone their first programming session and was said to be doing "quite well.".

Event description:
It was reported a post-operative MRI was performed to visualize lead placement and the patient coded during that procedure. The patient was presently in a ¿guarded¿ condition.

Manufacturer narrative:
(B)(4).